Event description:
It was reported via repair work order that the bed had no power to due to loose power prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.